Event description:
It was reported the active blade fell off the instrument after it had passed testing during a thyroid procedure. The blade was retrieved. The customer tried a 2nd instrument and could not get it to pass pre-run test an error 5 occurred. The customer tried retorquing and a second hand piece but that error still occurred. A 3rd instrument resulted in error code 5 during pre-run and the customer tried tightening the instrument and it still would not pass. A 4th instrument passed testing but when the doctor tried to use it an error 5 occurred. A different instrument from the same product family was used to complete the case with no pt consequence. There was an approx 35 min delay in the case.